Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection amikacin (125 mg, route, frequency and duration not reported) and intraperitoneal injection fortum (1 gram each bag, duration not reported). Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown. No additional information is available.